Event description:
It was reported that when the tracks are down with no patient, the chair tips over. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
There is no new information to report.

Manufacturer narrative:
As a result of this report via social media, a stryker social media lead specialist made multiple attempts to gather further information regarding the alleged issue. These attempts included three comments replies via social media, attached in the comm log, requesting he respond with the requested information. Based on the information provided and trending complaints, it was determined that the alleged chair tip was likely not due to a component level malfunction. This was likely due to user error as the user stated the chair tips when the tracks are down and the seat is empty which is against proper chair operations. Multiple attempts have been made to gather further information surrounding the event, and the resolution, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.